Event description:
It was reported that during an unk procedure, the insufflation through the blunt needle was not possible. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.